Event description:
The pt had a percutaneous gastrostomy in 2008. The pt complained of abdomen pain for the next week after the procedure. A plain film was done eight days later, which showed free intra peritoneal air. The pt was then admitted and a laparotomy was performed, which showed a leak at the site of the gastrostomy. The gastrostomy was removed and the leak and hole in the stomach were sutured.

Manufacturer narrative:
Still under investigation at this time.